Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2014.

Event description:
It was reported from the hospital that the patient's right ventricular (rv) lead was showing intermittent loss of pacing capture and varying pacing thresholds. The rv lead function was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.